Manufacturer narrative:
H.6. Investigation summary: the complaint of "contamination" is reported in phoenix ap instrument. Remote assistance provided by bd to customer, which includes steps for ap environmental monitoring, cleaning and decontamination. Cleaning and replacement of tubing was completed , which resolved the issue. This is an unconfirmed failure of a bd product and root cause was unknown. Device history record review for the instrument ap0041 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened.bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd phoenix¿ ap that there was biological contamination. The following information was provided by the initial reporter: ap contamination found after multiple panels resulted with increased resistances.

Event description:
It was reported that while using bd phoenix¿ ap that there was biological contamination. The following information was provided by the initial reporter: ap contamination found after multiple panels resulted with increased resistances.

Manufacturer narrative:
E.1 initial reporter phone #(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.